Event description:
Boston scientific received information that a ventricular tachycardia (vt) ablation was reportedly unsuccessful as a result of numerous vt therapy. The boston scientific sales representative discussed that event information was limited, however, reported that on occasion, there were times when therapy was exhausted and it was attempted to re-initiate therapy. No adverse patient effects were reported as a result of this clinical observation. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.